Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported power (led) light emitting diode and few keys are intermittently not working. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the issues. The fse replaced the power switch overlay, and keypad overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.